Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Event description:
Boston scientific received information that this implantable pacemaker was explanted due to erosion. No additional patient effects reported.

Event description:
Additional information was received that the patient with this device developed an infection which also necessitated the system explant. No adverse patient effects reported.